Manufacturer narrative:
(B)(4).

Event description:
New information received notes that, primary cause of death was worsening congestive heart failure. According to the investigator, the death was not related to the device under study nor any procedures associated with the study.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient expired. The patient failed to show up for a follow up appointment on (B)(6) 2015. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.